Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to an unknown cause. The customer reportedly ate lunch to address bg level. A system check was performed and the pump performed as intended. Recommendation was made to consult a healthcare provider in regards to diabetes management.